Event description:
The info provided to sjm indicated a pt with a history carcinoid involvement in the aortic and tricuspid valves underwent double valve replacement on (B)(6) 2010. The tricuspid valve was replaced with a 27 mm sjm epic valve (model # e100-27m, serial # (B)(4)). The pt reported symptoms of dyspnea and chest pressure starting (B)(6) 2013. In (B)(6) 2013 the pt went to the ER after a presyncopal episode with no reported dyspnea or chest pressure and was discharged. An echocardiogram was performed on (B)(6) 2013 that revealed tricuspid regurgitation with a mean gradient of 7mm hg. Echocardiograms performed on (B)(6) 2013 revealed moderate tricuspid regurgitation. The physician believes pt is symptomatic of valve failure; no explant has been scheduled at this time. The pt has been given increased diuretic therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since valve remains implanted. Our investigation was limited to the review of the device history record, which showed that each MFR and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported regurgitation remains unknown.